Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no damage. Review of archive data showed faults 16,21 and 24. Customer's reported problem was confirmed during functional testing. The platform kept getting fault 16 and the lifeband would not size down. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that the autopulse platform keeps displaying "realign lifeband". Customer stated that they reverted to manual CPR, but never used the platform on the pt and the pt never touched the unit. No adverse pt sequelae was reported.